Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ protector p14 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the protector p14 appears to fit securely on top of velcade (bortezomib) vials (13mm, small size, from manufacturer meitheal). When attaching the protector p14 to the vial, insertion can be seen, needle visualize, foil ring and rubber seals intact, and powder movement indicating loss of vaccuum. When adding diluent (0.9% sodium chloride for injection usp) the dilent leaks significantly, about half is lost by leaking outside the protector p14 and about half goes into the vial. 1.4ml diluent is injected, and a pullout of what was left after the incident gave 0.7ml diluent return, with air return negating the dead volume of approximately 0.2ml inside the p14. When removing the p14 to inspect for possible mal-insertion or damage, the needle was left stuck in the center vial stopper and was no longer attached to the plastic body of the p14 in both cases. The needle had not hit the sides of the vial or the foil ring. Exact cause of the leak is unknown, but occurred from 'inside' the neck or junction of the p14 to the bortezomib vial during injection of the diluent.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-mar-2023. H6: investigation summary one used protector was provided to our quality team for investigation. Given the protector was disassembled from the vial and the needle detached, functional testing could not be performed. The needle and protector housing were evaluated and no damage was observed that could have contributed to the reported event. A device history review was performed for reported lot 2110109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. Testing results were reviewed for lot 2110109 and no issues were identified, product was verified to meet required specifications. Based on the investigation results and sample evaluation, a root cause related to our manufacturing process could not be identified at this time. H3 other text : see h10

Event description:
It was reported while using bd phaseal¿ protector p14 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the protector p14 appears to fit securely on top of velcade (bortezomib) vials (13mm, small size, from manufacturer meitheal). When attaching the protector p14 to the vial, insertion can be seen, needle visualize, foil ring and rubber seals intact, and powder movement indicating loss of vaccuum. When adding diluent (0.9% sodium chloride for injection usp) the dilent leaks significantly, about half is lost by leaking outside the protector p14 and about half goes into the vial. 1.4ml diluent is injected, and a pullout of what was left after the incident gave 0.7ml diluent return, with air return negating the dead volume of approximately 0.2ml inside the p14. When removing the p14 to inspect for possible mal-insertion or damage, the needle was left stuck in the center vial stopper and was no longer attached to the plastic body of the p14 in both cases. The needle had not hit the sides of the vial or the foil ring. Exact cause of the leak is unknown, but occurred from 'inside' the neck or junction of the p14 to the bortezomib vial during injection of the diluent.